Event description:
It was reported that the patient presented for in clinic follow-up. The implantable cardioverter defibrillator (ICD) exhibited backup mode and could not be interrogated. No changes or intervention was reported. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.